Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1375 mg/dl. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones that were identified as life threatening by a health care provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage.